Event description:
Information was received that reported a patient had been hospitalized in 2005 due to diabetic ketoacidosis. The reporter is concerned that the pump may not be functioning correctly. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.